Event description:
Customer reported that his basal rates may have been set up wrong. The customer also reported having high blood glucose that was barely treated due to his infusion set leaking. Customer's blood glucose was 251 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.